Event description:
A customer reported damage to the pump housing and usb port, which affected their ability to charge the pump, though it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Cts to replace the pump. Customer reverted to an alternative method of insulin therapy.